Event description:
Pump declared alarm 30 during pumping, which did not cause the customer's blood glucose level to exceed 500 mg/dl. After initial assistance in loading a new cartridge, the cartridge alarm recurred, preventing successful resumption of insulin therapy. Technical support confirmed the pump was under warranty and arranged for its replacement while instructing the customer to use multiple daily injections as backup therapy. The customer was guided on storage mode procedures and agreed to return the pump using a pre-paid label within 10 days.